Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient's cycler was running longer than normal. The patient was able to cancel the treatment. Then when the cassette was removed from the cycler there was fluid found on the external part of the cassette during treatment complete. In a follow up, the caregiver verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the leak. The patient is using the same cycler with no further issues. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient's cycler was running longer than normal. The patient was able to cancel the treatment. Then when the cassette was removed from the cycler there was fluid found on the external part of the cassette during treatment complete. In a follow up, the caregiver verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the leak. The patient is using the same cycler with no further issues. The cycler set is available to return for investigation.